Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area, tip damage (flattened), shaft damage (flattened) located 2 cm from the collar, and with numerous kinks in the hypotube. The device was returned with a stent strut caught on the edge of the collar.

Event description:
Reportable based on device analysis completed on 22sep2020. It was reported that device could not cross lesion. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed a partial separation at the shaft/collar area.